Manufacturer narrative:
The device identification section was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. The medical device problem code was updated. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for patient samples and qc for ise indirect na for gen.2 on a cobas 8000 cobas ise module. Of the data provided, the results for 5 patient samples were discrepant. Patient 1 initial result was 129 mmol/l. The repeat result was 138 mmol/l. Patient 2 initial result was 132 mmol/l. The repeat result was 141 mmol/l. Patient 3 initial result was 130 mmol/l. The repeat result was 138 mmol/l. Patient 4 initial result was 133 mmol/l. The repeat result was 140 mmol/l. Patient 5 initial result was 132 mmol/l. The repeat result was 141 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The cobas 8000 ise module serial number was (B)(6). The field service engineer (fse) found worn syringe seals and the sample probe was slightly askew. The fse replaced syringe seals, pinch tubings, the sample probe, and the ise electrodes. The ise flow path was decontaminated and reconditioned. Ise checks were within specification. Calibration and precision check results were within specification. The customer performed qc, a carryover study, and an additional precision check with acceptable results.